Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the implant taken out and revised where they had it put in because it wasn¿t working properly. The patient stated that the implant battery had not run out or anything but it wasn¿t working properly and was never able to get full coupling since she got it. The patient reported that the implant was taken out because she had gotten tired of it being like that. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.